Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was unable to confirm or replicate the reported event. The device was started and passed all testing. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was alarming for "blockage detected". There was no patient injury reported.